Manufacturer narrative:
Technical services recommended obtaining an x-ray to check the lead and device connection. The available information suggests this device remains in service. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information was received indicating that a chest x-ray was completed and no anomalies were noted. At this time, no further information is available. This event will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited fluctuating pacing impedance measurements. The pacing impedance measurements were around 600 - 700 ohms with occasional increases greater than 2000 ohms. All other lead diagnostics were good and in range. No adverse patient effects were reported.